Event description:
An alarm related to an occlusion issue was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the cartridge and resuming insulin usage. The customer was advised by cts to contact support if occlusion issues persist, which the customer acknowledged.